Event description:
Note: this report pertains to one of two devices that reportedly malfunctioned during the same procedure. Refer to associated manufacturer report# 3005099803-2009-1409 for a description of the other event. It was reported to boston scientific corporation in 2007 that a cre balloon catheter was used during an esophageal dilation procedure performed the day before (patient gender, age and weight are unknown). According to the complainant, when the inflation was attempted at 8 atms/15mm, the balloon unexpectedly deflated and a leak was noted. The balloon was removed from the patient's body and the second balloon with the same lot was used. When the next inflation was attempted at 8 atms/15mm again, the balloon ruptured. The procedure was not completed. Additional information stated that no part of the balloon broke or fell into the patient's body. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good". As reported, this event did not represent an MDR-reportable scenario (the complainant stated that the balloon was intact), however, evaluation the returned device (completed on june 17, 2007) revealed that the balloon was torn longitudinally (indicating that it had ruptured).

Manufacturer narrative:
The complaint sample was returned for evaluation and the complaint description can be confirmed as the balloon was found to be torn longitudinally, indicating that the balloon burst. The cause of the reported malfunction could not be determined since the balloon may have been caused by contact between the balloon and a sharp exterior source during surgery. The device history record for this lot was reviewed and no anomalies were noted. A search for similar complaints was completed and no other complaints were associated with this lot.